Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event is not device related but rather is likely associated with insufficient cortical support. Add'l MFR info: section d1 =pca revision tibial component, lrg. (R) 19mm. Section d6=catalog # = 6639-5-219/lot code=zztco1. Section d9= yes, returned to mfg = 7/31/97. Section d10 = catalog #6638-5-500/lot code = nbnkb pca femoral component - (r) lrg. Section h4 = device manufacture date=11/00/83. Two requests for add'l info have been sent to the user facility. Add'l info is unobtainable.

Event description:
Reporter states, "the patient had a unspecified right knee implanted. The knee was revised 1/16/97, the tibial insert had allegedly broken in half."